Manufacturer narrative:
(B)(4).

Event description:
It was reported that the surgeon inserted an icm120v4 12.0mm implantable collamer lens on (B)(6) 2011 and the lens was explanted on (B)(6) 2011 due to low vault. A loss of bcva and lens opacity was noted. An iol was implanted.